Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported problem was confirmed. The forward drive feature does not reliably engage. During testing, reverse drive functioned as expected. However, the forward drive still did not engage as expected. The motion control pcb was found to be faulty.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the device was not driving. This issue was found upon power up.